Event description:
It was reported that the pt was explanted in (B)(6) 2014 due a otomastoiditis cholesteatomatous chronic abscess.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as follow up report.